Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited noise oversensing. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise oversensing was confirmed. A complete lead was returned in one piece. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil located proximal to the suture sleeve tie down impressions, consistent with friction to the device can. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone.